Manufacturer narrative:
The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces returned. Medical records were not provided the complaint is confirmed. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed previously. The common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned with fractured tasps on a worn instrument claim form. All pieces have been returned.